Manufacturer narrative:
The lot and the reference of the device involved are not available and batch review cannot be perform.

Event description:
Primary date unknown. Revision surgery following aseptic stem loosening.